Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient was implanted on the day prior to the report. The consumer reported that the patient was feeling a lot of sensation in her vagina. The consumer reported that she tried to lower stimulation but something happened with the patient programmer. The consumer reported that the patient couldn't sleep all night long due to side effects the patient was experiencing from the morphine she was prescribed for post implant pain. The consumer reported that the patient fell down this morning, she had slipped on the floor and could not get up. During the call, the consumer was able to decrease the patient¿s stimulation from 4.3 to 4.2 where it was more comfortable for the patient. Additional information received from patient reported that the feeling a lot of sensation in the vagina had not been resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.